Event description:
It was reported that the patient¿s device had been giving them nothing but trouble recently prior to the report and their device hadn¿t even worked in the year prior to the report. Since it wasn¿t working they were getting a lot of pain through their whole back. The patient wanted to see their doctor to either get the device removed or reprogrammed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was reported that the patient had the spinal cord stimulator (scs) for pain implanted in her back. The patient would like to have her scs removed. The patient was still in pain, crying, and was going to a pain clinic but it was not helping her. The stimulator was not working at all. The patient was unsuccessful in locating a physician willing to perform the removal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 365560, lot # n222745, implanted: (B)(6) 2010, product type accessory; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating on (B)(6) 2015 the patient was unable was to interrogate the stimulator due to over discharge. The patient was scheduled for MRI of brain due to cognitive impairment, neurological issues. The scan was not related to the patient's device therapy. The patient did not have her recharger or patient programmer. The patient had not used her stimulation for years. It was unknown last time the patient charger her implant. There was a loss of therapeutic effect. The stimulation worked for the first year then no longer helped the pain and pain had moved up back into the patient's head. On may 11 2015 it was noted that the patient went into the hospital on (B)(6) 2015 and was still in the hospital due to the same pain. It was discussed that the device removed may not be possible. The patient was admitted with severe pain from the stimulator going to the head. It was noted that they needed the device removed and it was not helping. On may 18th 2015 additional information was received indicating that the patient was hospitalized due to mental status changes. Due to these changes the MRI was requested and the stimulator was to be checked and turned off. The stimulator was in overdischarge. The battery had not been used in over a year. The manufacturer representative was unable to effectively communicate with the patient due to her condition at the time. The battery was not brought back out of overdischarge as it was not appropriate due to patient's status. It was noted that the MRI guidelines were sent to the MRI department and that the MRI was conducted, no further information was known. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).